Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is a stain on the tip protector in the sterile package. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant had a stain on the sterile packaging. This was discovered at a warehouse. There was no patient involvement.